Manufacturer narrative:
This case, with patient identifier (B)(4) (system 2) is related to case with patient identifier (B)(4) (system 1) it was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following results, with two different meters: within 10 minutes: 19 mg/dl (system 1) and 62 mg/dl (system 2) and within 10 minutes: 17 mg/dl (system 1) and 65 mg/dl (system 2) no adverse event reported. No remaining strips were available; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This case, with patient identifier (B)(6) (system 2) is related to case with patient identifier (B)(6) (system 1). It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.